Event description:
Pt underwent cervical stabilization surgery, at c2/c3 - c4/c5, in 2002. A three level trinica cervical plate was implanted (part# 07/00187.005) and held into place with eight 14mm trinica variable angle screws (part# 07.00117.002). Pt experienced pain sometime during the "incorporation period." Pt experienced pain. Pt was not accomodated by the initial surgeon. Pt went to another dr, in 2003, and it was discovered on an x-ray image, that a screw(s) was/were broken. The second dr performed revision surgery 7 months later. Surgery consisted of leaving the trinica construct in place and implanting a posterior fixation system for additional support.